Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received multiple intermittent occlusion alarms. Customer's blood glucose reached 170-190 mg/dl. Customer loaded new cartridges to resolve issue.